Event description:
The following was reported: "whilst changing a patient's position, the ventilator switched itself off for approx. Two minutes. Then switched itself back on."

Manufacturer narrative:
The investigation was started, but is not yet concluded. The investigation result will be reported in the follow-up report.